Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side "shell of implant torn." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observations: creases were observed, stress marks observed.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional reported, left side "shell of implant torn". Device has been explanted and replaced.